Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x32mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the struts were bent. The procedure was completed with another of the same device. No patient complications were reported.